Event description:
It was reported that a patient underwent a video-assisted thoracic surgery on (B)(6) 2015 and topical skin adhesive was used. The surgeon used the topical skin adhesive twice and when squeezing out the liquid, the surgeon broke the ample in half and pushed on the ample part using his fingers. At that time, glass came out. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and revealed a piercing through which a glass shard protruded in the applicator bulb. A piercing in the butyrate tube was observed and these piercings coincided in position.